Manufacturer narrative:
Additional information received indicates this complaint is a duplicate to the event reported in 2518902-2021-00042. This complaint will be closed as a duplicate. The ongoing investigation results and any additional information received will be reported through follow up reports to 2518902-2021-00042.

Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Client's cvad had multiple large air bubbles in both lines that had formed within 24 hours. Cvad - new one put in the next day, client stated that it was being saved to assess for defects and a different brand was used for the new cvad. Problem is reoccurring with new cvad however. Continuing to follow up with educator.